Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2212501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After deployment of a mynx control vascular closure device (vcd), the patient was notified about a plug that may have caused a thrombus in the left leg. A a thrombectomy of the left femoral/popliteal/anterior tibial artery was performed. The mynx vcd's sealant was deployed the day before. The patient had calcification present in the left common femoral artery. The sales representative was present at the time of the procedure and actually suggested an alternative closure device due to patients uncontrolled htn (fluxed between 175-200 systolic). The physician felt that a per-close could not be performed, and due to the mynx's extravascular properties, decided to try a mynx control as a form of closure. The next day in the afternoon, the rep was told that the patient made a return visit for a thrombectomy of the left femoral/popliteal/anterior tibial artery with success.

Manufacturer narrative:
After deployment of a mynx control vascular closure device (vcd), the patient was notified about a plug that may have caused a thrombus in the left leg. A thrombectomy of the left femoral/popliteal/anterior tibial artery was performed. The mynx vcd's sealant was deployed the day before. The patient had calcification present in the left common femoral artery. The sales representative was present at the time of the procedure and actually suggested an alternative closure device due to patients uncontrolled htn (fluxed between 175-200 systolic). The physician felt that a non-cordis device could not be performed, and due to the mynx's extravascular properties, decided to try a mynx control as a form of closure. The next day in the afternoon, the rep was told that the patient made a return visit for a thrombectomy of the left femoral/popliteal/anterior tibial artery with success. The product was not returned for analysis. A product history record (phr) review of lot f2212501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿thrombosis¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.